Event description:
It was reported that while dilating the left side on an inflatable penile prosthesis (ipp) implant procedure, the proximal urethra was perforated. The damage to the urethra was sutured; however, no devices were implanted. The procedure was cancelled after the patient had been sedated. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). Therefore, based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.